Event description:
A talent thoracic stent graft system was implanted in a patient for the endovascular treatment of a fusiform 70 mm in diameter x 55 mm in length thoracic aortic aneurysm in zone 3 approximately two years ago. Vessel morphology from the time of implant was reported as the aortic neck diameter was 34 mm proximally and 32 mm distally with mild thrombosis. It was reported that less than 30 days follow-up the aneurysm diameter 70 mm and a type iii endoleak (separation) was confirmed. The patient did not have a 12 months follow-up. The physician's judgment is that there was no relation with the talent taa or the procedure. No treatment was performed. The endoleak assessed on two months later by the physician and was found to have resolved. The physician's comments are as follows: at the time of implant no endoleak was observed. CT exam on one month post implant, the type iii endoleak was confirmed and the decision was made to follow the patient in hope that the endoleak will resolve. No intervention has been performed. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Results: inherent risk of procedure (endoleak). Cause of the type iii endoleak (which self-resolved) is unknown. Conclusion: cause of the type iii endoleak (which self-resolved) is unknown.